Event description:
Additional information received reported that an x-ray was conducted and there was no evidence of fractures or damage. It was noted that extension tests suggested it was good. Impedances tests confirmed a possible short with the lead. The ins was replaced. No other interventions were planned. The cause of the short was not determined. The short was programmed around and the patient was receiving effective therapy.

Event description:
It was reported that the patient was at the elective replacement indicator (eri). It was noted that longevity should be 2.2 years, but the ins had depleted early. Impedance on the left implantable neurostimulator ins was measured and electrode pair 1/2 was observed at 95 ohms. The remaining results were: c/0 773, c/1 496, c/2 496, c/3 834, 0/1 798, 0/2 816, 0/3 1371, 1/3 907, 2/3 890. It was not possible to assess if therapy was working, and the ins was to be replaced. Additional information received reported that x-rays were scheduled. It was noted that there was a short on contacts one and two. Surgery was scheduled to replace the ins and eliminate the short. Additional information received reported that the short was with the lead. An external neurostimulator (ens) was used with an extension and a low impedance of 95 to 100 ohms was observed. Then the ens was connected directly to the lead with the same result. A ¿slice¿ was noticed in the boot and a new boot was used. The patient was closed up and the lead was not replaced. An attempt would be made to program around the short rather than replace the lead. The patient felt dyskinesias in the operating room on contact zero. The patient was programmed on contacts zero and three. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 37085-60 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID 3387-40 lot# l75839, implanted: 2000 (B)(6), product type lead product ID 3708660 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID 37603 lot# serial# (B)(4), implanted: 2012 (B)(6), product type implantable neurostimulator product ID 3387s-40 lot# va01k4q, implanted: 2012 (B)(6), product type lead product ID 3387s-40 lot# va01k4q, implanted: 2012 (B)(6), product type lead prod46).